Event description:
It was reported that an ilet device split into two pieces after being accidentally dropped while the user was getting up from a chair, resulting in an unusable display and a nonfunctional device; the device had not been synced prior to shutdown and will be returned, and the user utilizes a dexcom g7 and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display with a loss or failure of bonding consistent with component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.